Manufacturer narrative:
A covidien customer support engineer (cse) verified the malfunction and replaced the graphic user interface (gui) printed circuit board (pcb), and software was upgraded to the current revision. The unit passed all testing and operates within manufacturing specifications. (B)(4).

Event description:
Covidien received info stating that an 840 ventilator had an inoperable graphical user interface (gui) display while in use on a pt. The pt was not harmed or injured as a result of the event.